Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va009bl serial# implanted: (B)(6) 2012 explanted: (B)(6) 2020 product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va009bl, ubd: 09-may-2016, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. During a call for MRI compatibility information, it was reported that during call, the patient said that the surgeon wasn't able to remove part of an electrode from previous wire. The patient was redirected to their healthcare provider to further address the issue.